Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 02/18/2014, belt: 03/26/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019. Review of the patient's download data reveals that the patient experienced an inappropriate defibrillation event consisting of one shock. It was reported that the patient received the treatment shock while in a hospital. It was reported that the patient was unconscious at the time of the treatment delivery. The response buttons were not pressed during the event. Oversensing of low-amplitude cardiac signal contributed to the false detection. The patient received the treatment at 16:51:02 on (B)(6) 2019. The patient's rhythm at the time of the treatment delivery was idioventricular rhythm at 45 bpm. The patient's post-shock rhythm was idioventricular rhythm at 40 bpm with premature ventricular contractions (pvcs). Following the treatment delivery, the lifevest detected an arrhythmia. Per the patient's continuous ECG recordings, the patient's rhythm was an idioventricular rhythm from 40 bpm to 90 bpm with a pause degrading to ventricular tachycardia (vt) from 130 bpm to 150 bpm with CPR/motion artifact and electrode lead falloff from approximately 16:53:46 until the electrode belt was disconnected at 17:17:34 on (B)(6) 2019. The lifevest was unable to delivery a treatment during vt due to the patient's heart rate being at or below the threshold for treatment. The patient passed away at approximately 17:33 on (B)(6) 2019. The patient was reportedly on telemetry at the time of passing.